Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a leak occurred. In (B)(6) 2016 a left atrial appendage (laa) closure procedure was performed. A 24mm watchman ® laa closure device was successfully implanted. There were no recaptures performed and a complete seal was noted. In (B)(6) 2016 during a follow up transesophageal echocardiogram , images appeared to show flow passage inside the device. The leak appeared to be 3-5mm. The physician noted it seemed to flow throughout the device. There was no evidence of thrombus and the patient was asymptomatic. The patient condition was noted to be stable.